Manufacturer narrative:
(B)(4). Study title: trial on education and clinical outcomes for home pd patients (teach).type of study: trial on education and clinical outcomes for home pd patients (teach). Protocol number: (B)(4). Subject number: (B)(4). Study sponsor: seoul national university hospital. The peritonitis occurred during a non-baxter clinical study initiated by a physician in the republic of korea. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. 5 days later the patient was hospitalized for the event. The same day, the patient was treated with intravenous (IV) cefazolin 1gram daily and IV fortum 1gram daily, both antibiotics were discontinued the next day. 3 days later, treatment with intraperitoneal (ip) vancomycin 2 grams was initiated and continued for 5 days. The cause of the peritonitis was unknown. The patient was discharged 4 days after admission. It was reported the patient received a loading dose of ip vancomycin 2 grams before being discharged for a positive result of (B)(6) grown in a pd culture. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.